Event description:
It was reported the patient's lead migrated which was confirmed by x-rays. On (B)(6) 2014, the physician repositioned the patient's existing lead. The patient reportedly receives effective stimulation therapy in all of his pain areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.